Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male pt, the device displayed a "unit failed" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.